Manufacturer narrative:
(B)(4).the sample is not available for evaluation. Baxter has received similar reports for the reported problem.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown. A peritoneal effluent culture was performed, and the results were reported as unknown. It was unreported whether treatment was provided. Pd therapy was reported as ongoing. On (B)(6) 2010 the patient was discharged from the hospital. The nurse reported that the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to pd therapy.